Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target artery was located in the popliteal artery (pop) and the tibial/perineal trunk (tpt). A peripheral rotawire¿ was advanced to the target area and a 2.50mm peripheral rotalink® plus was delivered. During the procedure, it observed that the burr stalled. Consequently, it was noted that the burr became stuck in the lesion. Furthermore, it was noted that the rotawire had been kinked. The physician attempted to activate the dynaglide mode; however, the device failed to do so. A 300cm v18 wire and several inflations of a 1.5 x 40 x 135 symmetry balloon catheter were utilized to dislodge the burr and the device was successfully pulled out. There were no further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device and a rotawire. The rotawire was able to be removed with no difficulties. The advancer unit and burr unit were received together with the advancer knob off the advancer and in the biohazard bag. The burr, sheath, coil, and handshake connections were microscopically and visually examined and no damage or irregularities were identified. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target artery was located in the popliteal artery (pop) and the tibial/perineal trunk (tpt). A peripheral rotawire was advanced to the target area and a 2.50mm peripheral rotalink plus was delivered. During the procedure, it observed that the burr stalled. Consequently, it was noted that the burr became stuck in the lesion. Furthermore, it was noted that the rotawire had been kinked. The physician attempted to activate the dynaglide mode; however, the device failed to do so. A 300cm v18 wire and several inflations of a 1.5 x 40 x 135 symmetry balloon catheter were utilized to dislodge the burr and the device was successfully pulled out. There were no further patient complications reported and the patient's condition was fine.